Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 30mm. It was noted that a 0.035 inch guidewire was returned inserted through the device, there were no issues noted to the guidewire. The inner shaft was kinked and partially exiting the guidewire access port. During analysis, when the distal handle was retracted, the inner shaft further exited the guidewire access port and the outer sheath could not be retracted. The shaft of the device was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. Examination of the inner shaft noted that it was severely kinked and twisted proximal to the yellow inner jacket where it had exited the guidewire access port. Examination of the deployed stent found no anomalies. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with biliary stent placement in the intrahepatic left channel and biliary performed on (B)(6) 2013. The lesion was located at the hilum in the bottom of the bile duct causing multiple extrinsic compressions of the duct. According to the complainant, the indication for stent placement was due to intraductal papillary mucinous tumor of the pancreas (ipmtp). The patient's anatomy was very torturous. The lesion was not dilated prior to the procedure. During the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. The stent would only deploy 2-3cm and the physician was unable to deploy the stent. The stent could not be reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with several different shorter stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with biliary stent placement in the intrahepatic left channel and biliary performed on (B)(6) 2013. The lesion was located at the hilum in the bottom of the bile duct causing multiple extrinsic compressions of the duct. According to the complainant, the indication for stent placement was due to intraductal papillary mucinous tumor of the pancreas (ipmtp). The patient's anatomy was very torturous. The lesion was not dilated prior to the procedure. During the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. The stent would only deploy 2-3cm and the physician was unable to deploy the stent. The stent could not be reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with several different shorter stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.